Event description:
It was reported that the patient underwent an l5-s1 alif using rhbmp-2/acs, a peek cage, and instrumentation. Since the surgery, the patient has been having pain in the low back and down the leg. An unknown time post-op, the patient underwent laser laminectomy at l4-l5 and had bone spur removed in an attempt to treat his symptoms. The patient had relief from his symptoms for two weeks.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.